Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water tube and air water cylinder had foreign objects. A root cause for the malfunctions could not be identified. Based on the results of the investigation, the most probable cause of the reported poor image issue is: due to a scratch on objective lens, the image has dark area partially. Due to a crack on the adhesive around the objective lens, a flare occurs on the image. Due to damage on the charged coupled device unit, the image has white and black dots. The most probably cause of the additional malfunction that was identified during the investigation is due to the following: the type and or the cause of the material to remain in/on the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope had significantly affects image quality during procedure. There were no reports of patient harm.